Event description:
It was reported that the nurse stated the arctic sun device keeps saying therapy stopped but they filled the reservoir, and it seems to be working now. Confirmed device was alarming temperature probe out of range. Explained this was usually related to either a bad temperature probe or a bad temperature cable. Filling the device reservoir did not affect the temperature probe. Nurse stated they did unplug the probe and plug it back in earlier. Nurse stated therapy was now running and the patient temperature was correlating with their second temperature, so they think that was fixed. Suggested if they receive the alarm again, they may consider changing either the temperature probe or the cable. Encouraged nurse to call back if needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device keeps saying therapy stopped but they filled the reservoir, and it seems to be working now. Confirmed device was alarming temperature probe out of range. Explained this was usually related to either a bad temperature probe or a bad temperature cable. Filling the device reservoir did not affect the temperature probe. Nurse stated they did unplug the probe and plug it back in earlier. Nurse stated therapy was now running and the patient temperature was correlating with their second temperature, so they think that was fixed. Suggested if they receive the alarm again, they may consider changing either the temperature probe or the cable. Encouraged nurse to call back if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.